Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 23-jan-2020. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a physician and describes the occurrence of metrorrhagia ('metrorrhagia') in a female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the metrorrhagia and fatigue was resolving. The reporter provided no causality assessment for fatigue and metrorrhagia with essure. The reporter commented: actions taken to treat the patient in the healthcare establishment: ultrasound hysteroscopy ruling out another pathology. Clear improvement after the procedure of bilateral salpingectomy by laparoscopy in (B)(6) 2017. Lot number was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - in (B)(6) 2017: ruled out another pathology. Ultrasound scan - in (B)(6) 2017: ruled out another pathology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 23-jan-2020. The most recent information was received on 23-jan-2020. This spontaneous case was reported by a physician and describes the occurrence of metrorrhagia ('metrorrhagia') in a female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the metrorrhagia and fatigue was resolving. The reporter provided no causality assessment for fatigue and metrorrhagia with essure. The reporter commented: actions taken to treat the patient in the healthcare establishment: ultrasound hysteroscopy ruling out another pathology. Clear improvement after the procedure of bilateral salpingectomy by laparoscopy in (B)(6) 2017. Lot number was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy in (B)(6) 2017: ruled out another pathology. Ultrasound scan in (B)(6) 2017: ruled out another pathology. Amendment: the report was amended for the following reason: case correction following internal review ccc was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.